Manufacturer narrative:
One cadd cassette reservoir was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found during the visual inspection. The cassette was filled with water using a syringe. Then all the bubbles were removed from the cassette according to the instruction for use. All the bubbles were removed from the cassette without problems. Sample was tested using a cadd legacy plus pump, the sample was fully primed and connected without difficulty, the pump was set running and the alarm was not activated. No bubbles or leaks were observed during the test.a review of the manufacturing process was conducted by quality intern, in order to verify that there are no situations or practices that could create the issue described. The cassette bonding operation in the cassette line was reviewed; no discrepancies were found. The bag loading operation in the cassette line was review; no discrepancies were found. Accuracy test was reviewed in three (3) units, in order to verify that average delivery was within specification; no discrepancies were found. The leak test was audited during ten (10) cycles, in order to verify that the leak test was properly performed; for each cycle (B)(4) units are tested. The leak test was performed according to the test method stated in the manufacturing procedure; no leakages were detected during the (B)(4) units tested. N magnus and cassette lines, quality verifies that the leak tests are properly performed. The root cause cannot be determined since the complaint was not confirmed. The investigation revealed that there was no fault found.

Event description:
Information was received indicating that a smiths medical cadd pump was causing bubbles. This report to document the cadd cassette reservoir used by this pump during this event. There were no reported adverse events.